Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, asthma, urinary incontinence, bladder disorder, endometriosis and abdominal adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since december 2013, fluoxetine from january 2016 to april 2018, oxycodone from july 2016 to august 2016, paracetamol (acetaminophen) from december 2013 to august 2016 and tolterodine. On(B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/ dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (davinci robotic laparoscopic assisted total hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: it was reported 2-3 coils each ostia. Treatment received for pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psych injury, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications. Previously added events dysmenorrhea was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), mental disorder ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea and mental disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, mental disorder, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events : pain: abdominal, dysmennorhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), psych injury, bladder/urinary problems were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, asthma, urinary incontinence, bladder disorder, endometriosis and abdominal adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2013, fluoxetine from (B)(6) 2016 to (B)(6) 2018, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and tolterodine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("mastorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (davinci robotic laparoscopic assisted total hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: it was reported 2-3 coils each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters and patient demographics, medical history and concomitant drugs were added. Added abnormal bleeding (vaginal), psychological or psychiatric problems ¿depression and mental anguish. Updated event menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia) (previously reported as menorrhagia (heavy menstrual bleeding)), pelvic pain and dysmenorrhoea, onset date of event dysmenorrhea, menorrhagia, vaginal haemorrhage. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.